Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2012, the humapen ergo teal pen body with a clear cartridge holder attached was observed by the consumer to have two broken engagement tabs. Due to the broken engagement tabs the cartridge was not attaching to the cartridge holder. This humapen ergo teal pen body with a clear cartridge holder attached was associated with product complaint (B)(4), lot 0604a02. The device was returned on (B)(6) 2012. The operator of the device was the patient. Training was via a physician. This device model was used for six years. The use of the humapen ergo teal pen body with clear cartridge holder attached was not continued. Update (B)(4) 2012: upon review of this case on (B)(4) 2012, the case was opened to update the device available for evaluation field to yes. Update (B)(4) 2012: additional information was received on (B)(4) 2012 from the product complaint safety database. Lot number unknown was corrected to (B)(4) for product complaint (B)(4). Updated the product tab for humapen ergo and updated the narrative with the change. Update (B)(4) 2012: additional information was received on (B)(4) 2012 from the product complaint safety database. The return date of the device was added and the narrative was updated. Update (B)(4) 2012: additional information received on (B)(4) 2012 from the global product complaint database added the device specific safety summary, and the returned device date (batch (B)(4), manufactured april 2006). Updated malfunction fields to no. Updated the medwatch and EU/ca fields, and updated the narrative.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary a patient reported that his humapen ergo device cartridge holder engagement tabs were broken and the cartridge was not attaching on the cartridge holder. Investigation of the returned device (batch (B)(4), manufactured april 2006) found the cartridge holder engagement tabs were present and intact. A cartridge was inserted in the cartridge holder, the cartridge holder attached to the pen, and the device delivered doses successfully. The reportable malfunction of a cartridge holder two tab breakage was not confirmed. No malfunction was identified. Improper use and storage - there is no evidence of improper use or storage.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2012, the humapen ergo teal pen body with a clear cartridge holder attached was observed by the consumer to have two broken engagement tabs. Due to the broken engagement tabs the cartridge was not attaching to the cartridge holder. This humapen ergo teal pen body with a clear cartridge holder attached was associated with product complaint (B)(4), lot unknown. The return of the device was expected. The operator of the device was the patient. Training was via a physician. This device model was used for six years. The use of the humapen ergo teal pen body with clear cartridge holder attached was not continued. Update (B)(4) 2012: upon review of this case on (B)(6) 2012, the case was opened to update the device available for evaluation field to yes.